Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to complete functional testing) has been confirmed. Upon receipt, the cable connecting the distribution node (dn) to the rear therapy electrode (te) was pulled from the strain relief. The cause of the failure was the pulled cable section. The root cause of the pulled cable is excessive force. No adverse event resulted from the damaged cable.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that electrode belt was unable to complete functional testing.